Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased muscle spasticity, had difficulty swallowing, difficulty feeding, difficulty positioning and frequent, increased choking due to severe neck extension. It was noted to be a pre-existing condition that was worsening or exacerbated. The patient was hospitalized. The severity of the event was noted to be "moderate". The pump and catheter were replaced; the pump was replaced due to proximity of eri (elective replacement indicator). The new catheter replaced in the 3rd ventricle. The patient recovered without sequela. The device system was used to deliver baclofen (2,000 mcg/ml, 852.3 mcg/day).